Manufacturer narrative:
The local area field representative was contacted for additional information regarding the the reason for lead revision. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to an unspecified product performance issue. No additional adverse patient effects were reported.